Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer was using admelog insulin. Tandem technical support informed the customer that admelog is off label per the tandem user guide. Customer primed the tubing to address the air bubbles. The customer went to the emergency room (ER) with a blood glucose (bg) level of 426 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged later that same day.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.